Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic'), genital haemorrhage ('abnormal bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in a 30-year-old female patient who had essure (batch no. D06929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dental examination, eye exam, blood pressure high, migraine, headache, tonsillitis nos, ovarian cyst, smear cervix abnormal, hemolysis and submucous leiomyoma of uterus. Concurrent conditions included hypertension, rash over arms, erythema, itchy, hives, pruritus, constipation, vaginal pain, lower abdominal pain, vaginal discharge, costovertebral angle tenderness, nausea, cough, diarrhea, lightheadedness, vomiting, bladder prolapse, menstrual cycle abnormal, urinary urgency, frequency urinary, urination difficulty, dyspareunia, cervical friability, blood thyroid stimulating hormone abnormal, hemorrhoids, perineal pain, rectal pain, anal sphincter atony, chronic anal fissure, fibroids, sexually transmitted disease, urinary incontinence, elevated bp, rectal mass, painful defecation, skin disorder and perianal irritation. Concomitant products included medroxyprogesterone acetate (depo-provera)21-sep-2015 to january 2016 for contraception as well as ethinylestradiol;etonogestrel (nuvaring) and ibuprofen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("depression"), anxiety ("mental anguish/anxiety") and post-traumatic stress disorder ("psychological or psychiatric problems: condition:ptsd"). The patient was treated with amitriptyline, amlodipine besilate (norvasc), citalopram, clonazepam, lisinopril and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage, uterine haemorrhage and menorrhagia had resolved and the dysmenorrhoea, vaginal haemorrhage, depression, anxiety and post-traumatic stress disorder outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post-traumatic stress disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, chronic, menorrhagia (heavy menstrual bleeding) and abnormal bleeding. Insertion details: 4 trailing coils in right cornua and 5 trailing coils in left cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: bilateral occlusion; on (B)(6) 2016: total bilateral occlusion. Pathology test - on (B)(6) 2018: essure coils are present in the left and right proximal fallopian tube segments and extends into the endometrium from the left and right cornu, respectively. Ultrasound scan vagina - on (B)(6) 2016: the endometrium and ovaries are within normal limits. There is no evidence of pcos. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : anxiety, depression, abdominal pain, pelvic pain, menorrhagia, abnormal uterine bleeding and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: this report was identified as duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2019-12467) which will be deleted from bayer safety database after all information was transferred to this record # (B)(4) which will be retained. New: social media reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic') and uterine haemorrhage ('abnormal uterine bleeding') in a 30-year-old female patient who had essure (batch no. D06929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dental examination, eye exam, blood pressure high, migraine, headache, tonsillitis nos, ovarian cyst, smear cervix abnormal, hemolysis and submucous leiomyoma of uterus. Concurrent conditions included hypertension, rash over arms, erythema, itchy, hives, pruritus, constipation, vaginal pain, lower abdominal pain, vaginal discharge, costovertebral angle tenderness, nausea, cough, diarrhea, lightheadedness, vomiting, bladder prolapse, menstrual cycle abnormal, urinary urgency, frequency urinary, urination difficulty, dyspareunia, cervical friability, blood thyroid stimulating hormone abnormal, hemorrhoids, perineal pain, rectal pain, anal sphincter atony, chronic anal fissure, fibroids, sexually transmitted disease, urinary incontinence, elevated bp, rectal mass, painful defecation, skin disorder and perianal irritation. Concomitant products included medroxyprogesterone acetate (depo-provera)(B)(6) 2015 to (B)(6) 2016 for contraception as well as ethinylestradiol;etonogestrel (nuvaring) and ibuprofen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("depression"), anxiety ("mental anguish/anxiety") and post-traumatic stress disorder ("psychological or psychiatric problems: condition:ptsd") and was found to have weight decreased ("I have lost 20lbs since my hysterectomy on may"). The patient was treated with amitriptyline, amlodipine besilate (norvasc), citalopram, clonazepam, lisinopril and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving, the uterine haemorrhage, genital haemorrhage and menorrhagia had resolved and the dysmenorrhoea, vaginal haemorrhage, depression, anxiety, post-traumatic stress disorder and weight decreased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post-traumatic stress disorder, uterine haemorrhage, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, chronic, menorrhagia (heavy menstrual bleeding) and abnormal bleeding. Insertion details: 4 trailing coils in right cornua and 5 trailing coils in left cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: bilateral occlusion; on (B)(6) 2016: total bilateral occlusion. Pathology test - on (B)(6) 2018: essure coils are present in the left and right proximal fallopian tube segments and extends into the endometrium from the left and right cornu, respectively. Ultrasound scan vagina - on (B)(6) 2016: the endometrium and ovaries are within normal limits. There is no evidence of pcos. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : anxiety, depression, abdominal pain, pelvic pain, menorrhagia, abnormal uterine bleeding and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet: event and reporter information aadded- I have lost 20lbs since my hysterectomy on may. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic'), genital haemorrhage ('abnormal bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in a 30-year-old female patient who had essure (batch no. D06929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dental examination, eye exam, blood pressure high, migraine, headache, tonsillitis nos, ovarian cyst, smear cervix abnormal, hemolysis and submucous leiomyoma of uterus. Concurrent conditions included hypertension, rash over arms, erythema, itchy, hives, pruritus, constipation, vaginal pain, lower abdominal pain, vaginal discharge, costovertebral angle tenderness, nausea, cough, diarrhea, lightheadedness, vomiting, bladder prolapse, menstrual cycle abnormal, urinary urgency, frequency urinary, urination difficulty, dyspareunia, cervical friability, blood thyroid stimulating hormone abnormal, hemorrhoids, perineal pain, rectal pain, anal sphincter atony, chronic anal fissure, fibroids, sexually transmitted disease, urinary incontinence, elevated bp, rectal mass, painful defecation, skin disorder and perianal irritation. Concomitant products included medroxyprogesterone acetate (depo-provera)(B)(6)2015 to (B)(6)2016 for contraception as well as ethinylestradiol;etonogestrel (nuvaring) and ibuprofen. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("depression"), anxiety ("mental anguish/anxiety") and post-traumatic stress disorder ("psychological or psychiatric problems: condition:ptsd"). The patient was treated with amitriptyline, amlodipine besilate (norvasc), citalopram, clonazepam, lisinopril and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage, uterine haemorrhage and menorrhagia had resolved and the dysmenorrhoea, vaginal haemorrhage, depression, anxiety and post-traumatic stress disorder outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post-traumatic stress disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, chronic, menorrhagia (heavy menstrual bleeding) and abnormal bleeding. Insertion details: 4 trailing coils in right cornua and 5 trailing coils in left cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: bilateral occlusion; on (B)(6)2016: total bilateral occlusion. Pathology test - on (B)(6)2018: essure coils are present in the left and right proximal fallopian tube segments and extends into the endometrium from the left and right cornu, respectively. Ultrasound scan vagina - on (B)(6)2016: the endometrium and ovaries are within normal limits. There is no evidence of pcos. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : anxiety, depression, abdominal pain, pelvic pain, menorrhagia, abnormal uterine bleeding and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic'), genital haemorrhage ('abnormal bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in a 30-year-old female patient who had essure (batch no. D06929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dental examination, eye exam, blood pressure high, migraine, headache, tonsillitis nos, ovarian cyst, smear cervix abnormal, hemolysis and submucous leiomyoma of uterus. Concurrent conditions included hypertension, rash over arms, erythema, itchy, hives, pruritus, constipation, vaginal pain, lower abdominal pain, vaginal discharge, costovertebral angle tenderness, nausea, cough, diarrhea, lightheadedness, vomiting, bladder prolapse, menstrual cycle abnormal, urinary urgency, frequency urinary, urination difficulty, dyspareunia, cervical friability, thyroid stimulating hormone, hemorrhoids, perineal pain, rectal pain, anal sphincter atony, chronic anal fissure, fibroids, sexually transmitted disease, urinary incontinence, elevated bp, rectal mass, painful defecation, skin disorder and perianal irritation. Concomitant products included medroxyprogesterone acetate (depo-provera)(B)(6) 2015 to (B)(6) 2016 for contraception as well as ethinylestradiol;etonogestrel (nuvaring) and ibuprofen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("depression"), anxiety ("mental anguish/anxiety"), post-traumatic stress disorder ("psychological or psychiatric problems: condition:ptsd") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with amitriptyline, amlodipine besilate (norvasc), citalopram, clonazepam, lisinopril and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage, uterine haemorrhage and menorrhagia had resolved and the depression, anxiety, post-traumatic stress disorder, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post-traumatic stress disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, chronic, menorrhagia (heavy menstrual bleeding) and abnormal bleeding. Insertion details: 4 trailing coils in right cornua and 5 trailing coils in left cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: bilateral occlusion; on (B)(6) 2016: total bilateral occlusion. Pathology test - on (B)(6) 2018: essure coils are present in the left and right proximal fallopian tube segments and extends into the endometrium from the left and right cornu, respectively. Ultrasound scan vagina - on (B)(6) 2016: the endometrium and ovaries are within normal limits. There is no evidence of pcos. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : anxiety, depression, abdominal pain, pelvic pain, menorrhagia, abnormal uterine bleeding and dysmenorrhea. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs & mr received. Event psych injury was replaced with new event- mental anguish. New events ptsd, depression, abnormal bleeding (vaginal), dysmenorrhea, abnormal uterine bleeding were added. Events outcome of pelvic pain, abdominal pain from recovered to recovering. Lab data was added. Lot number was added. Concomitant conditions, concomitant and treatment drugs were added. Reporters' information was added. Patient¿s demographics were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, chronic, menorrhagia (heavy menstrual bleeding) and abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2016: essure device was successfully occluded. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Product indication updated. Essure explant date added. Events- abnormal bleeding , abdominal pain, menorrhagia (heavy menstrual bleeding) and psych injury were added. Event outcome updated for: physical pain/pelvic pain/chronic. Lab data updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.